Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, at the time of firing and after connecting the load, it did not fire, that required an exchange for another one.